Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient during a total laparoscopic hysterectomy with bilateral salpingectomy + left oophorectomy + posterior colporrhaphy + lynx pubovaginal sling procedure performed on (B)(6) 2013 for the treatment of stress incontinence and prolapse. Prior to implantation, the patient was also diagnosed with uterine fibroids, left pelvic pain and ovarian cyst. Relevant medical history also included diabetes and tobacco use. Relevant surgical history included fusion of lumbar spine (2001) and cervical spinal fusion (2008). Upon discharge from implant surgery, the patient experienced dysuria, pain uncontrolled by medications, nausea, vomiting, odor/drainage at injury/incision site and the patient was reportedly unable to take medications. On (B)(6) 2013, the patient presented with lower abdominal pain present for 3 days and increasing in intensity, the sensation of needing to urinate, dysuria, fever and chills, and constipation. The patient was readmitted to the hospital due to abdominal pain, anemia, urinary tract infection, and fever. She was started on IV antibiotics, urine culture returned showing uti, she had a foley catheter in due to retention and this was able to be removed, her blood count was monitored and initially went down then was stable. She finally had a bowel movement on discharge day, (B)(6) 2013 which relieved her abdominal pain. On (B)(6) 2019, the patient presented for mesh excision after vaginal mesh erosion was found in (B)(6) 2019. She had been using vaginal estrogen since that time. It was also noted that she had experienced recurrent utis, some difficulty with urination, and dyspareunia since the mesh implant in 2013. Cystourethroscopy and pelvic examination for pelvic pain and dyspareunia was performed. During the procedure, there was no evidence of mesh or foreign material in the bladder or urethra. The entire vagina was evaluated and no eroded mesh material could be visualized on examination. There was scar tissue from her prior surgery noted in the area of the sling and underneath the urethra. The dense fibers, which appeared to be tethering the urethra were then incised and gently opened. Rectal prolapse with incontinence of fecal material was also noted as a finding. No specimens removed. The patient was taken to the recovery room in good condition. She received antibiotics to cover this instrumentation and the plan was discuss referral to colorectal for the rectal prolapse.

Manufacturer narrative:
Correction to the initial MDR in blocks b5 and h6: patient codes. Block a2: age at time of event 43 years old. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). The revision surgeon is: dr. (B)(6). Block h6: patient codes e1405, e2330, e1715, e2328, e1310, e2401, e1301, e1309, e2006 and e1002 capture the reportable events of dyspareunia, pain, scar tissue, obstruction in ureter, uti, unable to take medications, dysuria, urinary retention, erosion, and abdominal pain. Impact code f1901 captures the reportable event of surgical intervention. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Age at time of event: (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The revision surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient during a total laparoscopic hysterectomy with bilateral salpingectomy + left oophorectomy + posterior colporrhaphy + lynx pubovaginal sling procedure performed on (B)(6) 2013 for the treatment of stress incontinence and prolapse. Prior to implantation, the patient was also diagnosed with uterine fibroids, left pelvic pain and ovarian cyst. Upon discharge from implant surgery, the patient experienced dysuria, pain uncontrolled by medications, nausea, vomiting, odor/drainage at injury/incision site and the patient was reportedly unable to take medications. On (B)(6) 2013, associated symptoms consist of fever and constipation but nausea and vomiting have improved. On (B)(6) 2019, the patient underwent urethrolysis, cystourethroscopy and pelvic examination for pelvic pain and dyspareunia. Prior examinations had showed some erosion of mesh material and the patient presents surgical exploration and possible excision of eroded mesh and other indicated procedures. However, during the procedure, there was no evidence of mesh or foreign material in the bladder or urethra. The entire vagina was evaluated and no eroded mesh material could be visualized on examination. There was scar tissue from her prior surgery noted in the area of the sling and underneath the urethra. The dense fibers, which appeared to be tethering the urethra were then incised and gently opened. No specimens removed. The patient was taken to the recovery room in good condition. She received antibiotics to cover this instrumentation. On (B)(6) 2020, the patient had another surgery due to acute midline low back pain.